Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump kept alarming no delivery. The patient's blood glucose at the time of incident is unknown; however, the patient's current blood glucose is 18.4 mmol/l. Troubleshooting for the no delivery alarm occurred during previous calls, and the customer wanted the insulin pump replaced. The customer removed the cannula and programmed 5 units and the device alarmed no delivery. The tubing was not bent or kinked. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.